Manufacturer narrative:
(B)(4). Date sent: 2/3/2022. D4: batch # 319a32. H6: component code =g04. Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device from anvil area with a green reload loaded. The reload can be seen fully fired from left side; however, the right side can be seen partially fired 1/3 due to damage noted in inner rows. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage with an ecr60g reload not loaded in the device. The reload was received fully fired with four unformed staples inside of the pockets, also 2 double drivers were noted out of position. In addition, the reload pan was noted to be partially dislodged from the right proximal side. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy surgery, after fired, noted some staples malformed with irregular shape. Used suture to over-sew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from anvil area with a green reload loaded. The reload can be seen fully fired from left side; however, the right side can be seen partially fired 1/3 due to damage noted in inner rows. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.